Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported the patient was going to have a battery and lead replacement surgery. It was noted the replacement was due to the battery being seven years old and back pain. It was reported the pain was due to the coiling of the excess lead wire. It was noted the battery was to be replaced with a smaller device.